Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto restart after a downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter functionality testing the device was found to not auto restart after a downstream occlusion. This symptom was confirmed and found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.